Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. During the evaluation it was found that the circulation pump motor had seized bearings. Circulation pump motor was replaced. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, during assessment of arctic sun device it was noted both connections between the power inlet module and the ac main voltage circuit card were blackened and burnt / melted. Device not filling was determined by them to be a failed circulation pump. The observation of i.o. Card replaced due to not getting a good connection was determined to be a failed I/o card output on j6. Per sample evaluation results on 04jun2025, circulation pump motor had seized bearings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, during assessment of arctic sun device it was noted both connections between the power inlet module and the ac main voltage circuit card were blackened and burnt / melted. Device not filling was determined by them to be a failed circulation pump. The observation of i.o. Card replaced due to not getting a good connection was determined to be a failed I/o card output on j6. Per sample evaluation results on 04jun2025, circulation pump motor had seized bearings.